Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 8/26/2020 corrected information: d2, d2b, d3, g1, g2, g5.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and the following was provided: device follow up? When we send the sample to you, we will let you know its return date and tracking number. What do you mean by "then drainage was done by pushing the patient¿s skin" ? Please explain- was any surgical procedure done post-op to re-start drainage? No further information is available. Was the drain with issue removed from the patient and a new drain inserted surgically to complete the case? The drain in question was removed and usage of new drain is unknown. How was case completed? The drainage was performed pushing the patient's skin. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a parotid gland surgery on (B)(6) 2019 and a drain was used. Drainage was not able to be performed in the ward. The drain was placed under the skin. On the day of the operation, drainage was fine. The next day, the drain was clogged, and drainage could not be done. The drain was removed, then drainage was done by pushing the patient¿s skin. The lot number is unknown. Further details are not provided there were no adverse consequences to the patient. Additional information was requested.